Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was programmed to a value other than monitor plus therapy due to the increased shock impedance measurements.

Manufacturer narrative:
Additional information was requested; however, none was available. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that a revision procedure was performed and the lead was surgically abandoned and replaced due to the previously reported impedance and threshold issues. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that high shock impedance measurements of greater than 200 ohms were observed in all configurations. The device was currently programmed distal coil to can. The plan was to increase follow up appointments with a possible lead replacement. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information from the local area boston scientific sales representative reported that during the previous changeout procedure, a kink was observed in the proximal coil of the right ventricular (rv) lead near the defibrillation pin. The device was programmed to rv to can at that time. The device had been reprogrammed to triad, resulting in the out of range shock impedance measurement. The device was reprogrammed to rv to can and the measurement was within acceptable limits. A second out of range shock impedance measurement was observed in this configuration. Technical services discussed testing recommendations. To date, no adverse patient effects were reported with this clinical observation.

Event description:
Boston scientific received information that latitude detected an alert for a high shock impedance measurement greater than 125 ohms. Technical services discussed recommendations and the boston scientific sales representative was to follow up with the patient's physician for possible reprogramming. To date, no adverse patient effects were reported with this clinical observation.